Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery using ipsilateral approach. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. After a guide wire crossed the lesion, pre-dilatation was performed with a 4mm balloon catheter followed by the implantation of a stent. Subsequently, a 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. The balloon was initially inflated at 6 atmospheres; however, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. Post-dilatation was then performed with a 6 x 4mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.